Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed during an implant exchange performed on (B)(6) 2021. The patient had both of her breast prostheses explanted and they were replaced with mentor memorygel breast implant 200cc gel breast prostheses.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: implant exchange. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-jan-2022, mentor received additional information about the event: additional information was received about the suspect medical device. It is a mentor memorygel breast implant 400cc gel breast prosthesis with catalog #350-4004bc.the lot number of the suspect medical device is 5599631. It was previously reported that the suspect medical device was manufactured at the mentor manufacturing facility in irving, tx USA. Additional information received reveals that the device was manufactured in mentor¿s manufacturing facility in leiden, the netherlands. Manufacturer details in block d and block g have been updated accordingly. On 11-feb-2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿not required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. However, if mentor becomes aware of information that reasonably suggests a device has malfunctioned and that a similar device that is marketed in the us would be likely to cause or contribute to a death or serious injury if the malfunction were to recur, then mentor should report the device malfunction that occurred outside the us." Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. Since the suspect medical device does not meet the criteria for MDR reportability, no additional medwatch reports will be submitted for this event. Block g1. Manufacturer contact phone number: (B)(4). Block g1. Manufacturer site fax 31 6 52 58 31 26. Block g1. Manufacturer site phone: +31(071)7513514. Manufacturer¿s reference number: (B)(4).